Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a hematoma that was evacuated at device follow-up. The complete system was still intact. The post-op visit led to the event. The interventions/action taken to resolve the issue was evacuation of the hematoma. The issue was resolved at the time of the report and the health care professional (hcp) had no further information about the event. Surgical intervention occurred. If additional information is received, a follow-up report will be sent.